Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the the reported malfunction could not be reproduced. A technical support specialist reviewed the error log and found no errors recorded. The customer has reported that the station was successfully communicating with the server. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system was not connecting to the server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.